Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 12-jul-2019, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 22-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional via a company representative regarding a patient receiving fentanyl (350 mcg/ml at 39.99 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On 25-jan-2019 the patient reported that the pump had never worked. Prior to having general anesthesia on an unspecified date, she blacked out and stopped breathing, so they aborted the case. The patient was referred by her pump managing physician to another physician for a full pump and catheter replacement. The patient¿s pump managing physician had performed a dye study in (B)(6) 2018 and wasn¿t able to inject contrast. The surgery was planned, but not yet scheduled. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved, and it was indicated that the hcp (healthcare professional) had no further information for medtronic. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
After further information was received from an hcp, codes (B)(4) were removed. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient blacking out and breathing cessation was caused by congestive heart failure. The patient reportedly had a pulmonary edema and the supine position caused the loss of consciousness. There was no device issue that cause the blackout and breathing cessation. No further complications were anticipated/reported.